Event description:
During use of the ptd on an upper arm graft, the device became lodged in the graft and could not be withdrawn through the sheath, during continued manipulation, the device was removed, but the catheter tip separated and was retained. A snare device was utilized to remove the tip. There were no further complications.

Event description:
It was reported that during use of the ptd on an upper arm graft, the device became lodged in the graft and could not be withdrawn through the sheath. During continued manipulation, the device was removed, but the catheter tip separated and was retained. A snare device was utilized to remove the tip. There were no further complications.